Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up check, lead impedance was found to be high. A lead perforation was suspected by echocardiography and the patient was hospitalized and monitored. During check on (B)(6) 2017, noise was confirmed via review of egm. Replacement procedure was planned. During the procedure, when the lead was connected to pacing system analyzer, lead impedance measurements were fine, but when the lead was connected to the device, lead impedance was found to be high. So the device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field events of high pacing lead impedance and noise were confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found.